Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impendences was the damaged lead and the lead was cut but still functional. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received. It was reported that during a buried lead trial, when accessing the pocket, the hcp cut part of the lead that was just below the skin. It was reported that the lead is partially intact and electrodes 2,4,6, and 7 have impedances > 10000. The lead is in service and it was reported the issue is resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient with an external neurostimulator (ens). The rep reported that during lead trial implant, the lead partially fractured. The rep wanted to know the patient¿s MRI outlook. The rep reported that they couldn't remember the start of the trial date. No further complications were reported.